Event description:
A system error (se) 2367 (air in line) alarm was identified in the log of a returned homechoice (hc) device during evaluation. The se2367 occurred on (B)(6) 2011 at 04:25:38. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed should any significant supplemental information become available.